Event description:
A nasopharyngeal airway was noted to be missing. It was thought to have fallen out and been taken with the bed clothing. A new nasal trumpet was advanced. The pt, subsequently, due to non-clearing pneumonia, underwent a tracheostomy at which point the lost nasal trumpet was found to be in the trachea with its flanged end impacted in the vocal cords. Upon rptr's review of this medical device, the flange was felt to be inadequate in diameter to prevent the above event from occurring. In view of the above, all these devices were removed and replaced with nasopharyngeal airways having a larger flange. (*)